Event description:
The consumer reported that the patient had an infection and had the device removed as a result. It was unknown what parts of the system had been infected. He had been complaining of his back hurting and that was when the infection was discovered. This had occurred in (B)(6) 2012. The consumer thought that the system was explanted in (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.